Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; however, medical records were received and reviewed. Approximately one year five months post ivc filter deployment it was revealed that the patient had a thrombus in the filter that could not be removed because the hook had penetrated the ivc wall. Medical records indicate two filter retrieval attempts; however, the specifics of those procedures were not provided. Therefore, the investigation can be confirmed for filter tilt; however, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unk eclipse filter tilted. Two attempts to retrieve the filter percutaneously were unsuccessful. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) female patient¿s weight was not reported.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model unk eclipse filter tilted. Two attempts to retrieve the filter percutaneously were unsuccessful. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The 45 year old female patient¿s weight was not reported.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90099. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.